Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of failed to detect a syringe. Technical support -- recommended (B)(6) to replace flange detector switch. Stephen will replace flange detector switch. A review of the device history record for sn (B)(6) was performed from 07/14/2014 to 10/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support -- recommended stephen to replace flange detector switch. Stephen will replace flange detector switch. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Syringe pump device failed to detect a syringe during preventive maintenance. It was reported there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed to detect a syringe during preventive maintenance. It was reported there was no patient involvement.